Manufacturer narrative:
The patient previously reported to philips that the dream station 2 advanced auto CPAP device was off for 12 hours and patient was removing the water chamber, and the plate was hot. It was burning the fingers. The previous report included serious injury for the type of reported complaint, which is incorrect. The following sections were corrected: b1, b2, h1 and health impact grid. This report is being filed to correct this information.

Event description:
The patient reported to philips that the dream station 2 advanced auto CPAP device was off for 12 hours and patient was removing the water chamber, and the plate was hot. It was burning the fingers. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on ads2 adv auto CPAP device. The patient reports the heater plate is on when the device is not powered on, patient received a mild burn to finger from the heater plate, water chamber runs out of water quickly, and there is a sucking sound when the device is powered on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust contaminant on the top enclosure. Evidence of a small amount of liquid ingress was observed to the iso port. An unknown dust contaminant was observed in the air inlet of the blower box, on the blower seal, and bottom enclosure. Hair-like particles were observed on the bottom enclosure. The device event logs were downloaded and reviewed by manufacturer. The manufacturer was found one error code. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they cannot confirm the complaint. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.